Event description:
User was alerted to possible issue with total bilirubin results by doctors who noted an increase in the number of babies that had extended stay times and had to undergo photo light therapy. Total number of babies involved is not known. No actual patient results were provided. It is not known which babies received treatment due to the result or if any additional adverse events occurred. Data generated during troubleshooting of the issues shows the following examples of potential differences seen in sample results, repeat testing performed on a different analyzer: sample 1, initial result 15.02 mg/dl, repeat 5.8 mg/dl; sample 2, initial result 15.76 mg/dl, repeat 9.6 mg/dl; sample 3, initial result 15.58 mg/dl, repeat 8.7 mg/dl; sample 4 initial result 16.07 mg/dl, repeat 10.1 mg/dl. The field service representative performed maintenance on the fluidics system; inspected all fluidics, made flow path adjustments per specifications and checked integrity of tubing. He also checked all the pressures on the system, inspected all the syringe seals, checked the rinse mechanism levels and inspected rinse bath and us mixers. Performance tests were performed and within specification.